Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh removal on (B)(6) 2012 due to urethral mesh erosion and urethral fistula. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-02321. The same patient is represented in each medwatch.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2017 patient codes: (B)(6) burning sensation details: it was reported that following insertion the patient experienced burning sensation.

Manufacturer narrative:
(B)(4). Narrative: it was reported that following insertion the patient experienced recurrence, supracervical discomfort, dark discolored urine, urinary tract infection, infections, urinary retention, and atrophic vaginitis.